Event description:
It was reported that the bottom lcd (liquid crystal display) on the epg (external pulse generator) is bad, both black connectors are missing, and the ribbon cable that the black connectors plug into is broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display had bleeding pixels, the output connectors were missing and the heart lead flex was damaged by the customer. It was also noted that the upper and lower cases were broken, the knobs were contaminated, the side bail covers were broken, one case screw was missing, the output connector nuts were missing, the battery drawer was broken, the keyboard was scratched, and the battery contacts were compressed. (B)(4).